Event description:
There was an allegation of a questionable elecsys troponin t hs stat result from the cobas e 411 analyzer (disk system) for one patient. The initial result was 0.148 ng/ml, and the repeat result was 0.028 ng/ml. Another repeat result was 0.027 ng/ml. Based on the patient's clinical diagnosis, the result of 0.028 ng/ml was considered to be correct. The initial result was not released outside of the laboratory, because it did not align with the patient's clinical diagnosis.

Manufacturer narrative:
The elecsys troponin t hs stat reagent lot number is 827211, and the expiration date 30-apr-2026. The investigation is ongoing.

Manufacturer narrative:
The qc was in range. A field service engineer (fse) completed a check of the analyzer and did not identify any issues. The investigation did not identify a product problem. The cause of the event could not be determined.